Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during implant this lead had a stable position, however the impedances were around 2000 ohms. It was determined that the helix was not all the way extended, and after fully extended the helix the impedance was around 1200- 1300 ohms. Lead remains implanted. It was reported that there were no additional adverse patient effects.